Event description:
It was reported that on (B)(6) 2014 the customer had four stints and had a heart attack. The customer occasionally had a hypoglycemia. It was also stated that the customer went to the emergency room with diabetes ketoacidosis. The customer has dawn phenomenon and retinopathy laser surgery with no other secondary complications. It was stated that the new batteries had been rejected during the replacement. The motor was slower to rewind, and the piston has not gone all the way down while rewinding. The backlight was dimmer and making harder to see and to operate. Also, discoloration in the insulin pump screen noted. The customer refused 24 hour help line assistance. Several follow up calls were made, but the customer did not answer and left messages in the voice mail to call us back. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.